Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event may have occurred due to damage to the device during the user's handling, which caused moisture to enter the interior from the damaged area, and the moisture damaged the internal kiban of the video connector or the image sensor unit. The event can be detected/prevented by following the instructions for use which state: ltf-s190-5/10 operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system_ inspection of the endoscopic image. Ltf-s190-5/10 reprocessing manual chapter 1 general policy 1.4 warnings and cautions :perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Additional findings were as follows: the insertion tube had scratches, the light guide lens had fluid inside, the bending section cover had deep scratches, the bending section cover had multiple holes, and the light guide connector case unit seam was leaking. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the flex video scope had a tear in the distal tip. The issue was found during reprocessing for an unknown diagnostic procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the device had no image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.